Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 7 month post-operative CT imaging showed the presence of an iliac limb stenosis. The patient was started on drug therapy and will undergo re-intervention at a later date to treat the stenosis. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.